Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent surgery due to vertebral compression fractures. Intra-op, the balloon ruptured. During the operation, balloon contrast syringes were injected into the balloon to inject contrast agents. Angiography revealed the presence of extravasation of contrast agents at the end of the balloon, so balloon rupture was judged. The patient was not allergic to contrast media. The product came in contact with the patient. No patient complications reported as the result of the event. The procedure was completed successfully with a new product.

Manufacturer narrative:
Additional information: product analysis: partially inflated inflatable bone tamp (ibt) was received. The ibt was received in a condition unsuitable for analysis. Functional evaluation revealed that apparent blockage in the cannula rendered the instrument making it unable to be inflated or deflated, preventing further functional evaluation of the balloon. Based on available information, we are unable to determine root cause of the foregoing event. If information is provided in the future, a supplemental report will be issued.